Manufacturer narrative:
Review of the device diagnostic history indicated occurrences of blower motor stall on the date of the reported event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that during the night from (B)(6) 2017, error message " blower motor error" occurred then ventilation stopped. The user shut the ventilator down then turned it back on and the "blower motor error" message occurred again. The user replaced the device with a different technology. Patient information has been requested.

Manufacturer narrative:
The device was being used in vpap mode. The customer does not know if the device alarmed at the time of the reported issue.

Manufacturer narrative:
Updated.